Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 resistor is consistent with the patient receiving external defibrillations while wearing the lifevest. Manufacture dates: monitor: 8/8/2014; electrode belt: 8/25/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was at a cancer treatment center on the day of passing when they lost consciousness. It was reported that ems was called during the event. Per clinical review of the patient's download data, prior to passing, the patient received four appropriate treatments from the lifevest and seven non-lifevest defibrillations. Per review of the patient's continuous ECG recordings, at 15:20:10, CPR and motion artifact is first seen on the patient's ecgs. A non-lifevest defibrillation was delivered at 15:21:08 while the patient's rhythm was an idioventricular rhythm at 90 bpm. An idioventricular rhythm at 70 to 90 bpm starts during CPR/motion artifact and a second non-lifevest defibrillation was delivered at 15:25:56 while the patient's rhythm was an idioventricular rhythm at 70 bpm. CPR and motion artifact resumed post-shock and obscured the patient's post-shock rhythm. Pauses in CPR and motion artifact show that the patient was in asystole. A third non-lifevest defibrillation was delivered at 15:32:02 while the patient's rhythm was obscured by CPR and motion artifact with cardiac response visible in ss channel. CPR and motion artifact resumed post-shock. A fourth non-lifevest defibrillation was delivered at 15:36:33 while the patient's rhythm was obscured by CPR and motion artifact with cardiac response visible in ss channel. Idioventricular rhythm at 30 bpm develops along with CPR and motion artifact post-shock. Ventricular tachycardia (vt) at 100 bpm appears at 15:40:53. This accelerates to 150 bpm at about 15:43. At 15:43:22, an arrhythmia is detected by the lifevest. The patient's ECG shows that the patient was in vt at 160 bpm with CPR and motion artifact. The response buttons were pressed 3 times from 15:43:46 to 15:44:47. At 15:45:24, the first lifevest treatment was delivered. The patient's rhythm at the time of the treatment was vt at 160 bpm with CPR and motion artifact, and the post-shock rhythm was also vt at 160 bpm with CPR and motion artifact. At 15:45:51, the second lifevest treatment was delivered. The patient's rhythm at the time of the treatment was vt at 160 bpm with CPR and motion artifact, and the post-shock rhythm was also vt at 160 bpm with CPR and motion artifact. At 15:46:18, the patient received the third lifevest treatment. The patient's rhythm at the time of the treatment was vt at 160 bpm with CPR and motion artifact, and the post-shock rhythm was also vt at 160 bpm with CPR and motion artifact. At 15:46:45, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 160 bpm with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. From 15:47:22 to 15:49:04, the patient's continuous ECG recordings show that the rhythm was vt at 200 bpm and CPR and motion artifact is seen starting at about 15:47:47. At 15:49:32, the patient's rhythm was vt at 200 bpm with CPR and motion artifact. A fifth non-lifevest defibrillation was delivered at 15:49:14 while the patient's rhythm was vt at 200 bpm. The patient's post-shock rhythm was bradycardia at 30 bpm. At 15:49:37, the patient received a sixth non-lifevest defibrillation while the rhythm was obscured by CPR and motion artifact. At 15:49:42, the patient received the seventh non-lifevest defibrillation while the rhythm was obscured with CPR and motion artifact. The electrode belt was disconnected at 16:52:58. It is unknown who disconnected the electrode belt. The patient was taken to the hospital where she reportedly passed away between 7 and 8 pm on (B)(6) 2021.